Manufacturer narrative:
The check of the DHR of the lot # involved (16ag04w) did not show any pre-existing anomaly on the (B)(4) pieces manufactured with this lot # (model # 9095.11.550). We will submit a final MDR on this issue once the investigation will be completed.

Event description:
Intra-operative formation of crack on the body of curved impactor (product code 9095.11.550, lot #16ag04w), probably originated during impaction of the cup. The handle did not split in 2 parts, only a crack formation in the middle of the offset section was noticed. Functionality of the instrument was therefore not compromised. No reported consequences for the patient.event occurred in (B)(6).